Manufacturer narrative:
Patient age: patient age is not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms and was feeling dizzy when standing up. Log files confirmed intermittent low flow events on (B)(6) 2022 at 02:37, 03:49 to 03:50, and on (B)(6) 2022 between 03:16 and 03:54. There were more frequent low flow events on (B)(6) 2022 between 06:14 and 06:25. These low flows were thought to be due to a potential pump thrombus so a ramp study was done. The pump speed was increased to 9400 rotations per minute (rpm) and no additional alarms were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow events. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account suspected that they were caused by pump thrombus. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted log file captured transient low flow events on 25apr2022 and 26apr2022. No other notable events were captured, and the pump appeared to function as intended above the low speed limit throughout the duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 1 and section 6 outline the pump parameters and explain that pump flow is estimated based on pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.